Event description:
The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took corrective action by administering a correction bolus via the pump, and cts assisted in updating the device settings as desired. The customer was informed that an incorrect date setting would not impact insulin delivery but could affect uploads and reports, which the customer understood and acknowledged.